Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history review and service history review were completed with no issues found that could have contributed to the reported condition. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a high drain 101 occurred during use on the home choice (hc). This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The home patient (hp) stated they had already spoken to their registered nurse (rn). The hp stated the initial drain volume was 902 ml. The hp stated they performed a 2l manual exchange in the afternoon and the initial drain alarm (ida) equaled 50 ml. The hp did not report any symptoms. The hp would call the rn back to have the rn correct the initial drain alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.